Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The device was interrogated and the physician noted the device may be exhibiting premature battery depletion or another malfunction. The ICD remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated the ICD was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset occurred. Pal analysis was inconclusive since no cause for the reported por could be found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Illegal address power on reset (por) occurred on 2015-05-06. Battery voltage after por measured 1.749 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.